Event description:
It was reported the patient¿s implantable neurostimulator (ins) was turning off in the middle of the night. It was further reported this had occurred for the eight nights prior to report, except for two nights prior. The patient indicated she would get shocked when the ins turned on or off. It was stated the patient was programmed to very high amplitudes at the time of report. It was noted the ins¿s stimulation diary indicated the patient¿s ins remained ¿on¿ throughout these events. It was stated the patient¿s ins use was at 99% and that it had been off for about three days total since (B)(6) 2013. It was reported there was no scheduled therapy or cycling programmed at the time of report. It was noted the patient had a CT scan of her right leg three weeks prior to report and began experiencing the ins shut off about two weeks prior to report. It was stated the patient demonstrated she was physically hitting the ¿on¿ button at night. The reporting manufacturer representative noted the patient was using the programmer correctly. Impedance testing found a group impedance of 710 ohms and that general impedances were around 1200 ohms. It was noted that no anomalies were found and that all impedances were within normal range. It was reported the ins recharge interval was typically every 12 days and that the patient had last charged (B)(4) 2014 according to the ins diary and two days prior to report according to the patient. It was noted the patient was at a 50% charge level at the time of report. The patient reported no falls or traumas that related to the event that she could recall and noted that she fell a lot in general. It was reported that approximately two weeks after initial report, the patient had not had any further issues. It was stated the patient was ¿getting great stimulation¿ and was ¿very happy¿ at that time. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3778, lot # va077ln014, implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).